Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. Dianeal therapies were withdrawn. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On the same day, the patient was hospitalized for the event. Treatment for the event was not reported. The outcome was not reported.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h12j04040 and h12h20031. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.